Manufacturer narrative:
Eval summary: no sample was returned; therefore the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned; the root cause cannot be determined and no actions are taken. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that one day following a glaucoma filtration shunt implantation, the shunt was touching the iris. There is no harm to the pt. The shunt remains implanted. Add'l info has been requested.